Manufacturer narrative:
There were multiple medical device types and common device names reported to be involved. The additional information is as follows: d2b. Medical device type: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter phone #: (B)(6). Investigation summary: bd received one video for investigation. The video was reviewed and the indicated failure mode for hole in product/component with the incident lot was observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode hole in product/component. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during blood collection using bd vacutainer® ultratouch¿ push button blood collection set, a hole in the tubing resulted in sample leakage. No adverse impact was reported regarding the patient or user.